Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter displayed inaccurately high results compared to another meter and to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. It is unclear when the alleged inaccuracy issue started, but the patient reported that the subject meter was reading inaccurately at 1:04pm on (B)(6) 2018, when she obtained an alleged inaccurately high blood glucose result of 119 mg/dl on the subject meter compared to 89 mg/dl on a freestyle meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported obtaining alleged inaccurately high blood glucose results compared to her feelings of 89, 106, 104 and 199 mg/dl later in april 2018 and in early (B)(6) 2018. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a quarter of 5mg glipizide oral medication. She reported that on an unknown date and time (before the reported results), she developed symptoms of ¿cold, clammy twice, dizzy and hypoglycemic¿. She reported that she self-treated her symptoms by eating glucose tablets. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that she had used an approved sample site to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The cca walked the patient through a control solution test and the result fell within the expected range of 102-138 mg/dl. Education was provided to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Cold, clammy, dizzy and hypoglycemic while using the meter.